Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6) batch/lot number: 20208990 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #:(B)(4). Model number/catalog number: sc-2317-50 serial number: (B)(6) batch/lot number: 20341429 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #:(B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. Additional information was received that the patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure wherein all device components were removed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 20208990, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 20341429, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4).